Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink was able to be confirmed. Additionally, a tear in the guide wire exit notch was observed which appears to have been caused by an interaction with the guide wire. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
The returned device analysis revealed the shaft was not separated as reported. Follow-up with the account confirmed that the shaft had kinked during the procedure, not separated. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal left anterior descending artery with heavy calcification and no tortuosity. A 4.0x28 mm xience prime rx stent delivery system (sds) was advanced but could not cross the lesion due to the patient anatomy and the proximal shaft separated outside of the patient anatomy near the hub due to the failure to cross the lesion. The separated distal portion of the shaft was simply withdrawn from the patient anatomy. There was no adverse patient effect and no reported clinically significant delay in the procedure. An unspecified device was able to successfully cross the lesion. No additional information was provided.